Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connections were checked and the power supply was cleaned. No further info is available.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.